Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. The exact cause of the reported event could not be determined. An internal tear on the soft cannula was observed. The internal tear can be determined as the cause for the corrosion on the battery and pcb.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl) with ketones of 0.5. The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula dislodged from the site. Hyperglycemia treated with a new pod and correctional bolus.